Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2012, the patient developed cardiac chest pain; 95% stenosis was noted in the right posterolateral branch and an intervention was performed. The site assessed the device relationship as unrelated.

Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-07985. It was reported that following a coronary artery stenting treatment procedure, the patient had chest pain and required an intervention. In (B)(6) 2010, the patient was diagnosed with stable angina (ccs class 1) and cardiac catheterization was recommended. The 1st de novo target lesion was located in the mid left anterior descending artery (mid lad) with 90% stenosis and was 24mm long with a reference vessel diameter of 2.75mm. The physician treated the lesion with pre-dilation and placement of a 2.75x28mm taxus liberte stent, with 0% residual stenosis. The 2nd de novo target lesion was located in the 1st obtuse marginal branch (om1) with 80% stenosis and was 14mm long with a reference vessel diameter of 2.75mm. The physician treated the lesion with direct placement of a 2.75x16mm taxus liberte stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient developed chest pain. It was reported that an intervention was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).